Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20764279.

Event description:
It was reported that the patient had isolated low back pain across the back just above the beltline. It was also noted that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as they were not released by the medical facility.